Event description:
On june 6, 2023, the service _ repair department received the device, which was found to have a damaged or opened housing and a battery that was leaking. The user was not harmed by the leaking battery and did not come into direct contact with it.

Manufacturer narrative:
Conclusion: during the repair process of a rondo 3 audio processor, a leaking battery was detected. Due to the destroyed device housing, it can be assumed that the damage to the rechargeable battery inside is caused by strong mechanical stress. This is a final report.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
On (B)(6) 2023, the service repair department received the device, which was found to have a damaged or opened housing and a battery that was leaking.